Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. During troubleshooting with tandem technical support (cts), cts found the pump date was inaccurate. The customer did not report how the pump date became inaccurate. Customer declined to complete troubleshooting with cts. Customer's blood glucose level was 118 mg/dl. Reportedly, the customer changed the pump supplies.